Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted a sudden drop in amplitude. The pacing impedance measurements slightly decreased, but remained within the normal range. Small noise signals were present, but did not show any potential for oversensing. X-rays were performed and it appeared the rv lead was pulled back. Boston scientific technical services (ts) reviewed the data and confirmed retraction of the lead tip. The physician decided to schedule a ventricular fibrillation (vf) induction test. The induction testing was performed without any issues. As a result, the patient will continue to be monitored. No additional adverse patient effects were reported.